Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) entered the sheath, inflated the balloon, locked the stopcock, and then pulled the device up at a 45-degree angle which caused the device to fall back. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynxgrip vascular closure device (vcd) entered the sheath, inflated the balloon, locked the stopcock, and then pulled the device up at a 45-degree angle which caused the device to fall back. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock open, the sealant was on the catheter shaft, covering the balloon proximal tip, and the advancer tube was found to have remained in the outer cartridge tubing as received. The procedural sheath was not returned with the device. Per functional analysis, the balloon of the returned device was inflated with air, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, no saline in the balloon of the returned device was revealed. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the retuned device. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the balloon pull through was caused by incorrect preparation of the balloon. According to the product instruction for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback, can cause the balloon to partially collapse as air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.